Event description:
It was reported that there was chronic atrial fibrillation, the atrial lead was oversensing and the ventricular lead had failed to sense. Both leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.